Event description:
The patient reported that the load cartridge step would not begin. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. This is being reported based on investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly.